Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device displayed a "compressor failure -1001 " error message complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Zoll medical corporation received the device for evaluation. The customer's report could not be duplicated. The specific alarm code and event date is unknown. Log review from september 20, 2025, revealed three distinct sessions of device use. In the first session, a high-priority self check failure alarm occurred at power up, likely caused by the gas output cap being left on, obstructing airflow; the alarm cleared after power cycle. The second session showed multiple volume related alarms, indicating a possible circuit leak, disconnection, or unstable measurement. These events suggest the patient circuit may have not been securely attached or experienced intermittent disconnection. The third session showed only advisory messages, consistent with setup verification activity, with insufficient evidence to confirm patient connection. The device passed funtional and internal testing with no faults found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.